Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited loss of capture. An x-ray was performed and the lead had dislodged. The patient underwent a revision procedure and the lead was repositioned; however, when the physician was placing the stylet into the lead it punctured the outer lead body therefore this product was explanted and replaced. No further adverse patient effects were reported.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual analysis revealed two circular indent marks on the lead with coils underneath slightly stretched likely from the suture sleeve tie down. There was some additional damage to the insulation that was likely due to the explant procedure. There was dried body fluid/blood noted in lumen sporadically. The clinical observation of dislodgement was unable to be confirmed and there was no evidence of the stylet puncturing the outer lead product as there were no puncture holes in the insulation.